Manufacturer narrative:
The report event of premature release was confirmed. As received, a complete catheter was returned in one piece. Visual inspection found one of the tethers was retracted inside the docking cap. X-ray examination found the hypo tube was broken consistent with procedural damage, one of the tethers was buckled inside the transition zone and one of the tethers slipped inside the tether screw as received. This may have contributed to the reported field event.

Event description:
Related manufacturer reference number: 2017865-2023-16309. It was reported the patient presented for a leadless pacemaker implant. During the procedure, after the location was confirmed and the device was screwed in place, the device unexpectedly released from the delivery catheter. The release knob was never activated. The device was appropriately fixated, and the procedure concluded without further issue. There were no patient consequences.